Event description:
It was reported that this was a procedure to treat a de novo and 98% stenosed lesion in the left coronary artery with heavy calcification and mild tortuosity. A 3.0x15 mm xience alpine stent delivery system was to be advanced to the target lesion; however, the stent did not cross the lesion due to anatomical challenges and the catheter shaft broke. The procedure was successfully completed with a 3.0 x 15 alpine stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat a de novo and 98% stenosed lesion in the left coronary artery with heavy calcification and mild tortuosity. A 3.0x15 mm xience alpine stent delivery system was to be advanced to the target lesion; however, the stent did not cross the lesion due to anatomical challenges and the catheter shaft broke. The procedure was successfully completed with a 3.0 x 15 alpine stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following additional information was received: although the stent delivery system (sds) was being removed without issue, the proximal shaft became separated in two pieces outside the patient's body. Both parts of the sds were removed as a single unit with the guidewire and guiding catheter. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the 98% stenosed, heavily calcified and mildly tortuous anatomy causing the reported failure to advance and subsequent shaft separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: device code 1069 was removed.